Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the continuous glucose monitor (cgm) reading was inaccurate. It was reported the patient's blood glucose was above 40 mg/dl and below 70 mg/dl without signs or symptoms of hypoglycemia. The reported health event does not qualify as a serious injury. During troubleshooting, there were two possible use errors reported: the patient had taken acetaminophen or paracetamol and the patient did not properly calibrate the cgm: has not waited 10 minutes since the calibration before comparing blood glucose values. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.